Event description:
The customer reported, the system is displaying an iris potentiometer error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator iris potentiometer. System operates as intended. (B)(4).